Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see the following related MFR reports: #3010617000-2015-00491 for autopulse nimh battery with sn unknown; #3010617000-2015-00492 for autopulse nimh battery with sn unknown; #3010617000-2015-00493 for autopulse nimh battery with sn unknown; # 3010617000-2015-00494 for autopulse li-ion battery with sn unknown.

Event description:
It was reported that during a training, the autopulse platform shut down immediately after compressions were initiated. When the autopulse platform was used with the customer's three nimh batteries and one li-ion battery, the same issues occurred. There were no reports of any patient involvement. No further details were provided. Please note that the date of events were not provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll san jose on 09/02/2015. Investigation results as follows: visual inspection of the returned platform was performed and found that the lcd backlight was flickering. Please note that this is unrelated to the customer's reported complaint of the autopulse platform shutting down. A review of the archive was performed which showed that user advisor 17 (max motor on time exceeded) and ua 2 (compression tracking error) messages had occurred on the first compression. Functional evaluation of the returned autopulse platform was performed and a ua 17 message was observed within first few compressions. Further investigation indicated that the ua 17 was found to be due to the motor drive train brake gap being too large and was out of specification at (0.013"). The brake gap was adjusted back within the specification of (0.008"). The run_in test with a 95% patient test fixture (lrtf) was performed for an hour. Another brake gap inspection was performed. However, the gap was again out of specification and could not be readjusted. Therefore, the drive train motor was replaced to remedy the issue. From the three reported nickel metal hydride (nimh) batteries, two with serial numbers (B)(4) and one lithium ion (li-ion) battery with serial number (B)(4) were returned and evaluated by zoll (B)(4). Nimh with serial number (B)(4) and li-ion with serial number (B)(4) passed all acceptance criteria of battery function. However, nimh with serial number (B)(4) failed acceptance criteria of battery function. Based on the investigation the part identified for replacement was the drive train and transmissive cable. In summary, the customer's reported complaint of the platform shutting down immediately after start of compression was confirmed. During functional evaluation, the autopulse platform exhibited a ua 17 within first few compressions which was attributed to the drivetrain being defective. Additionally, one of the nimh battery failed functional testing which could also have contributed to the platform shutting down. Upon replacement of the drive train, the platform was re-evaluated through functional testing and the platform passed all testing criteria.